Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to cannula pulled out by mistake while sleeping. The blood glucose level was 615 mg/dl at the time of event. No further information available.